Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest during treatment, was resuscitated and subsequently expired six days later. It was reported that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.